Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's lead had been cut because the bandage came off and the lead was unplugged. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.